Manufacturer narrative:
The reported event of didn't alarm when switched to kvo file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device (B)(6) service history showed the device had a manufacture date of 11/21/2014. A review of the device service history record was performed beginning from the date of manufacture to the present date. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. A review of the device history record in sap for (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(6) which confirmed no similar complaints with the same or related failure mode. CAPA reference: CAPA not necessary there was no patient harm.

Event description:
The customer reported the device was infusing at 164 ml/hour and when it switched over to kvo at 20 ml/hour, it did not provide an audible alarm. There was no patient harm.

Manufacturer narrative:
The reported event of didn't alarm when switched to kvo file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 11/21/2014. A review of the device service history record was performed beginning from the date of manufacture to the present date. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: CAPA not necessary there was no patient harm.

Event description:
The customer reported the device was infusing at 164 ml/hour and when it switched over to kvo at 20 ml/hour, it did not provide an audible alarm. There was no patient harm.